Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient information.

Event description:
It was reported that the patient is scheduled to have their ipg replaced on an unknown date. The rep does not know any further details at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.